Event description:
The customer reported to baxter (B)(4) regarding one (1) "mini-bag plus docking station" that was allegedly causing an unknown quantity of vials to break on unknown date(s) during setup. The customer speculated that the device was old and discarded it. No injury or adverse event is reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. The serial number is not available. The device reported in this report is 510k exempt, therefore, it does not contain a 510k number.